Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient noted they had a big fall about a year ago and possibly their leads shifted as they were no longer experiencing relief from their stimulation. Patient noted they loved it in the beginning and now it was a disaster. Patient stated they had reprogrammed it and it just didn't resolve the issue. Pt said they wanted to take it out or fix it because it was too painful. Patient noted it had been going on for over a year and they just found out over a week ago that they did not have a surgeon. Patient was annoyed that they could not just say they had no surgeon and patient would have to call around to find a surgeon to do the procedure. Patient service sent patient physician listings.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2026-05557 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an internal device. The reason for the call was the caller asked about MRI scenarios. The caller stated that the patient may have a damaged lead. The caller indicated that the issue was previously reported but did not have the report number at the time of the call. Tss did not ask for any other details as the event was reported. Tss reviewed MRI information with the caller. No symptoms were reported. Additional information was received from the rep. Rep reports the cause is unknown at this time, patient's device is fully in discharge mode and rep was unable to interrogate patient's device. Patient reported a fall in the past. Date of fall is unknown. Rep reports the patient's surgeon will evaluate the patient for scs revision/replacement at a later time. No further action taken as of yet. No appointment dates as of yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called in and stated that they needed a physician listing. The patient stated that they had fallen again and were experiencing pain. The patient wanted to have the implant removed. The patient reported that their stimulation was causing them zapping sensations when moving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-sep-25: additional information was received from the patient. They reported that they met with a manufacturer representative (rep) and they showed them imaging of the leads in their spine and the implant; low and behold they weren't theirs. Patient states the doctor thinks they have lost their mind because that's not what the new imaging shows. Patient also mentioned they are having a problem with the stimulator and the new pain management healthcare provider that is taking care of them is supposedly taking care of both the pump and stimulator. Patient states they need to get their stimulator replaced or removed and at this point they don't care which one. They have to have it replaced so that it works but if they can't get that mentality to fix it then they want it taken out because it's too painful and causing too many problems. Pt states they cannot even function a normal day. The patient was redirected to their healthcare provider to further address the issue. Agent emailed healthcare provider listings to patient.